Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter was reading inaccurately erratic and inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 9:10 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿185, 160 and 120 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for precision. The patient also claimed obtaining a blood glucose reading of ¿185 mg/dl¿ which he felt was high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with oral medication (type and dose not reported), diet and exercise and it is not known what changes, if any, he made to his usual diabetes management regimen in response to the alleged inaccurate readings he obtained. The patient reported that at 9:30 p.m., on the day the alleged issue occurred, he developed symptoms of feeling ¿sweaty.¿ the patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.